Event description:
Event description cpi received information that these two sutureless myocardial unipolar leads (4312), were removed from service because of insulation problems, discovered during a routine replacement procedure of an implantable cardioverter defibrillator (ICD). A new cpi lead (0125) was implanted.